Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the last several weeks, on the third day of using the same supplies, the customer receives an occlusion alarm. The site, tubing, and cartridge were changed after receiving occlusion alarms, resolving the issue. There was no impact to the customer's blood glucose level. As all supplies had been changed out prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.